Event description:
It was reported that revision surgery was performed. The devices were implanted at an unknown date around 2002. The acetabular cup remained implanted.

Manufacturer narrative:
Additional data:the patient involved in this incident has also reported an MDR to FDA under (B)(4).

Manufacturer narrative:
A subsequent revision was performed for the same patient hip on (B)(6) 2012 and will be reported via a separate MDR.